Event description:
It was reported that the wake button was difficult to press and requires multiple presses. There was no reported adverse impact to the customers blood glucose level. The customer will continue to use the pump.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.